Manufacturer narrative:
(B)(4). A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer stated that the alkaline tube on the architect analyzer disconnected and caused flooding with alkaline solution. Due to a possible interaction between the alkaline solution and the floor mat and/or other chemicals under the mat, technician #1 possibly inhaled fumes. The technician was sent to the ER where they received a chest x-ray and were observed. A serious injury could not be ruled out, therefore this is an adverse event. There was no additional patient information provided. There was no additional patient impact reported.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, review of labeling, and review of historical data. The alk wash tubing (pn 7-93287-01) became detached at the alk1 valve position on architect c461028 allowing alkaline wash solution (ln 09d31-20) to flow onto the floor of the lab. As a result, the alkaline wash solution may have interacted with previously spilled materials and/or chemicals on the floor and/or floor mat which possibly resulted in fumes / vapors being inhaled by two technicians. The customer had replaced the container of alkaline wash solution a few days prior to the incident but only became aware of an issue when they noticed fluid on the lab floor. The customer attempted to reconnect the alk wash tubing but damaged it in the process. Abbott field service resolved the issue by replacing the alk wash tubing. A return of the part was not available a review of the architect c461028 service history does not show any other tickets listing the alkaline wash solution 9d31 or the alk wash tubing pn 7-93287-01. A review of a 12 month historical period did not identify any trends or product issues for the alk wash tubing. A review of alk wash tubing tickets did not identify a systemic issue or a trend. A review of the architect system operations manual, alkaline wash solution package insert, alkaline wash solution safety data sheet, and the architect c4000 system service and support manual shows there is adequate information to address the issue. Based on the results of this investigation, there is no indication of a deficiency or malfunction of either the architect c461028 or the alk wash tubing (pn 7-93287-01). Added in section d. Suspect medical device, concomitant medical products: ccalkaline wash; list # (B)(4); lot # unknown.